Event description:
It was reported that during a hemorrhoidectomy procedure, the surgeon noted a leakage in the staple line. Hand suture was used to reinforce the staple line. Surgical time was extended by two hours. Surgeon stated that the staples did not form as tight as normal.